Event description:
It was reported that the patient alert was sounding, and the lead integrity alert (lia) triggered. It was thought that the lia had been triggered due to external interference from and electric generator. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.